Event description:
A minimally invasive surgery on the thoracic and lumbar spine for a fusion of vertebrae t11-l3, due to spondylolisthesis, with intended placement of 8 spine screws bilateral for fixation (at t11, t12, l2, and l3), was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0. Initially, the surgeon informed brainlab that, via an intra-operative c-arm scan, 1 of the 8 screws (at right t11), placed with the aid of navigation, was found to be deviating from its intended position, and required revision during the same surgery. The surgeon later informed brainlab of a suboptimal placement of the spine screw at vertebra t12 on the patient's right side, that was performed with the aid of navigation. This placement was not revised. According to the surgeon (treating clinician): - the deviation of 1 of the 8 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the deviation of the second spine screw was not corrected. It was considered suboptimal but clinically acceptable. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5-10 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since two screws were placed in the patient's spine in different positions than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of 1 of the 8 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the deviation of the second spine screw was not corrected. It was considered suboptimal but clinically acceptable. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5-10 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the spine screws being placed, on the right side of vertebrae t11 & t12 (not revised), deviating from their intended positions, with the aid of navigation, is: - instrument tracking errors, due to an unsecured attachment of the instrument reference array to the non-brainlab instrument adapter, which led to its loosening during/after the validation of the non-brainlab instrument. The reference array was observed to have loosened during the procedure. Once this was detected, the reference array was secured to the non-brainlab instrument and screw placements were completed in their intended locations. A contributing factor to the loosening of the array that was observed and corrected during the procedure is the application of significant forces (malleting) on the bone, via the instrument, during navigation. Additionally, after the refence array was secured, the instrument was not immediately validated per brainlab recommendation, which increases the likelihood of tracking errors. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation and instrument location displayed, was not recognized by the user with the necessary thorough navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one spine screw was placed in the patient's spine in a different position than desired with brainlab navigation involved and could have led to harm of the spinal cord and/or blood vessels, and thus in a worst-case scenario ultimately to serious harm to the patient. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A minimally invasive surgery on the thoracic and lumbar spine for fusion of vertebrae t11-l3, with intended placement of 8 spine screws bilateral for fixation (at t11, t12, l2 and l3), was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0. From an intra-operative confirmation scan, the surgeon determined that the spine screw placed in vertebra t11, on the right side, with the aid of navigation, deviated from its intended position. The misplaced screw was reportedly corrected to its intended position at the same surgery. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility.